Event description:
Early 20¿s male with acute appendicitis. Procedure: laparoscopic appendectomy. During the procedure, the jaws locked on the stapler, the override, did not work. No known harm to patient, another device used without difficulty. Discharged next day. Manufacturer response for staple, implantable, echelon flex (per site reporter) will obtain.